Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) , implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had minor lead migration. Patient reports no falls or accidents that would have contributed to this. Impedance and connectivity were normal. Re-appropriated programming for correct anatomical landmarks according to dtm.